Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported experiencing problems with their cassettes during cataract surgeries. The cassettes were primed and tuned successfully, but there was no irrigation and no announcing of occlusion during sculpting phase. The procedures were completed. There was no info on the pt outcome provided. Additional info has been requested.